Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle it was clogged. The following was received from the initial reporter: this report is about needle clog. The patient complained that the needle was attached to the syringe, but no drug solution came out. About 2 needles were replaced and used. The same case occurred on july 12 with another patient. The customer has requested information on how to deal with this event and product information.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-aug-2023. H6: investigation summary three open 32g x 4mm pen needle samples and three photos were returned from an unknown lot no., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on two samples and a bent non patient end of cannula was observed on the remaining sample. Due to the condition of the returned samples no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle it was clogged. The following was received from the initial reporter: this report is about needle clog. The patient complained that the needle was attached to the syringe, but no drug solution came out. About 2 needles were replaced and used. The same case occurred on july 12 with another patient. The customer has requested information on how to deal with this event and product information.